Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier: complete entry is (B)(6). No further patient information was provided.

Event description:
The customer reported erratic and falsely elevated architect ausab results. Sample ID (B)(6) which generated multiple negative results (6.97, 3.65, 3.55 and 3.98 miu/ml) and one reactive result of 69.19 miu/ml). No specific patient information was provided. No adverse impact to patient management was reported.

Manufacturer narrative:
Review of complaint activity did not identify any adverse or non-statistical trends for the architect ausab assay. Normal complaint activity was identified for llikely cause lot 87205fn00. Historical testing which was performed for between assay reagent cross-contamination for the ausab assay was reviewed. The susceptibility study was performed to evaluated architect ausab susceptibility to reagent contamination from other assays including hbsag. The study met the run evaluation criteria. Therefore, it was determined that bias caused by potential reagent cross-contamination will unlikely impact assay results. A second cross contamination study was reviewed which used the ausab and hbsag assays. All acceptance criteria were met and the customers observation was not repeated in house. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Additionally, labeling was reviewed and sufficiently addresses the customer' issue. No systemic issue or deficiency of the architect ausab assay was identified. Also refer to manufacturer report number 1628664-2018-01964 for the device evaluation of the architect i2000sr analyzer.